Manufacturer narrative:
Device is a combination product.   (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 16 x 2.25 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the tube was fractured. The device was removed without complications. The procedure was completed with another of the same device. No patient complications were reported.